Manufacturer narrative:
The customer reported that the rns (remote network station) shutdown by itself and won't turn back on. Customer tried different power cords and flipping the power switch on the back and front which did not resolve the issue. The device was returned to nihon kohden, however it has not yet been evaluated. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network station) shutdown by itself and won't turn back on.

Manufacturer narrative:
The customer reported that the rns (remote network station) shutdown by itself and won't turn back on. Customer tried different power cords and flipping the power switch on the back and front which did not resolve the issue. The device was returned to nihon kohden, however it has not yet been evaluated. The unit was evaluated and the reported problem was duplicated with main switch in on position and known good power cord and ac socket. The customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.